Event description:
On (B)(6) 2014, intuitive surgical, inc. Received a thoracic grasper instrument and did not provide a reason as to why the instrument was being returned.

Manufacturer narrative:
Failure analysis investigation found that the instrument was returned with its main tube insulation scratched and has missing material near the distal end. The scratches measured approximately .043 - .335 in length. The location of the scratch marks were approximately 2.871 from the distal end. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation it was discovered that the instrument exhibited missing material. Intuitive surgical, inc. Has contacted the hospital to obtain additional information regarding the reported event; however, as of the date of this report, no additional information has been provided. If additional information is received, a follow up medwatch report will be submitted.